Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2012 and mirena from (B)(6) 2007 to (B)(6) 2010. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic hip pain"), pain ("chronic all over body pain/all over body pain"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2014, she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pain had resolved and the arthralgia, allergy to metals, fibromyalgia, migraine, alopecia and headache outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fibromyalgia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: nickel allergy, autoimmune disorder: fibromyalgia, migraines / headaches and hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and adhesion ("adhesions") in a 34-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2007 & 2011.) And chickenpox. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2012 and mirena from 2007 to 2010. Concurrent conditions included abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("chronic all over body pain/all over body pain") and fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 2 years 1 month after insertion of essure, the patient experienced abdominal pain ("pain in my abdomen"). On (B)(6) 2014, the patient experienced adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("chronic hip pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2014, she underwent bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the adhesion, arthralgia, pain, allergy to metals, fibromyalgia, migraine, alopecia, headache, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, arthralgia, fatigue, fibromyalgia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet received, events added: fatigue, abdominal pain, adhesion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2007 & 2011.) And chickenpox. Previously administered products included for birth control: mirena from october 2011 to november 2012 and mirena from november 2007 to march 2010. Concurrent conditions included abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic hip pain"), pain ("chronic all over body pain/all over body pain"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2014, she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pain had resolved and the arthralgia, allergy to metals, fibromyalgia, migraine, alopecia and headache outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fibromyalgia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-mar-2013: total bilateral occlusion . Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2007 & 2011.) And chickenpox. Previously administered products included for birth control: mirena from october 2011 to november 2012 and mirena from november 2007 to march 2010. Concurrent conditions included abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic hip pain"), pain ("chronic all over body pain/all over body pain"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2014, she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pain had resolved and the arthralgia, allergy to metals, fibromyalgia, migraine, alopecia and headache outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fibromyalgia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number added. Concomitant & historical drugs are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and adhesion ("adhesions") in a 34-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2007 & 2011.) And chickenpox. Previously administered products included for birth control: mirena from october 2011 to november 2012 and mirena from 2007 to 2010. Concurrent conditions included abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("chronic all over body pain/all over body pain") and fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"). In (B)(6)2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2014, 2 years 1 month after insertion of essure, the patient experienced abdominal pain ("pain in my abdomen"). On 30-dec-2014, the patient experienced adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("chronic hip pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery on (B)(6)2014, she underwent bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (lysis of adhesions. Essure was removed on 30-dec-2014. At the time of the report, the pelvic pain had resolved and the adhesion, arthralgia, pain, allergy to metals, fibromyalgia, migraine, alopecia, headache, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, arthralgia, fatigue, fibromyalgia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-mar-2013: total bilateral occlusion concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic hip pain") and pain ("chronic all over body pain"). The patient was treated with surgery (on (B)(6) 2014, she underwent salpingectomy). At the time of the report, the pelvic pain, arthralgia and pain outcome was unknown. The reporter considered arthralgia, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received - case category updated from invalid to valid. Product indication was added. The earlier event injuries and damage was replaced with new events "chronic pelvic pain, chronic hip pain, and chronic all over body pain." Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.